Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Event description:
(B)(6) report explained that on (B)(6) 2013 described as patient underwent image-guided left frontal burr hole biopsy of intracranial lesion. Codman perforator was used to create the burr hole. There was a normal change of pitch as the perforator was reaching the inner skull, and once it was through, the drill stopped and as normal, my foot was taken off the paddle which connects the pneumatic drive. At that moment, the drill advanced another 3mm and was stuck to the skull. Gentle lateral movement and hammering upward (with hudson brace as attachment) were required to remove the perforator. Report states minimal injury. Following the incident the device was taken out of service.